Manufacturer narrative:
This nitinol clip listed previously was used in conjunction with the implants listed below as a total construct for bone fragment osteotomy fixation and joint arthrodesis. Component implants used in the entire construct: mpj plate right 5 degree dorsiflexion, part #: 7r50-5018, lot #: 500248. Motoband cp non-locking screw 3.0mm x 16mm, part #: 15nl-3016, lot #: 500332. Motoband cp non-locking screw 3.0mm x 16mm, part #: 15nl-3016, lot #: 500309. Motoband cp non-locking screw 3.0mm x 14mm, part #: 15nl-3014, lot #: 500305. Motoband cp non-locking screw 3.0mm x 18mm, part #: 15nl-3018, lot #: 500313.

Event description:
Crossroads became aware on (B)(4) 2019 of a revision surgery on (B)(6) 2019 performed to remove a staple the had lost fixation at some point after an initial mpj fusion surgery performed in (B)(6) of 2018. During the original surgery, an mpj plate, 4 motoband cp screws, and a himax clip were all used as a total construct for joint arthrodesis. The staple had become proud of a plate by 2-3mm and was causing patient pain which caused the need for revision surgery. During the original surgery a bone graft was also used to help fusion and was shaped to the joint. During the revision surgery the staple was removed and the plate was kept in place. Two new screws were added to the plate as well.